Event description:
It was reported that a pt experienced a 30 minute seizure and the physician wanted to have the pt's device replaced, as she felt it may be nearing end of service even though no eri flags were observed. Device diagnostics were performed and the results were within normal limits. The pt is scheduled for generator revision surgery to occur this month. Good faith attempts to obtain additional info have been unsuccessful to date.